Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and physical inspections. The device was able to obtain readings and provide an alarm during alarm conditions. Internal review revealed contamination on the keypad flex which resulted in keypad button shorting. The customer complaint was not duplicated, however a probable cause was identified. Contamination on the keypad flex has the potential to result in keypad button shorting. This potentially could result in an unexpected shutdown of the device. A service history record review reveals this device has been in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns off after a minute. Does not alarm when it powers off. No patient impact or consequences were reported.